Manufacturer narrative:
Investigation ongoing.

Event description:
During validation testing, customer reported invalids results in the aries sars-cov-2 assay. The discrepant result occurred during validation testing and there was no adverse event associated. There was no indication of consumable or device malfunction.